Event description:
The device was received from great britain for service. During servicing of the device, it was found to have a hold in the hose. It is unknown if the device was used during surgery, and it was unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent.